Event description:
Night shift nurses heard the patient calling out and found the patient on the floor next to the bed. No injuries and medical attention was not required. Nurses did have to do a total lift of the patient to the bed and unsure if the bed broke when patient came out of the bed or if when the patient was placed back in the bed. The a frame is snapped and foot end of the wheels are not on the ground. Nurses (B)(6) (charge nurse) and (B)(6) (primary nurse) found the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).